Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the battery's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the battery passed visual examination. Functional testing revealed a cell pair which falls below the voltage threshold. Supplemental testing revealed that the battery had a faulty weld between one of the cell pairs. However, the battery was able to charge during bench testing. As a result, the reported "flashing red when charging" event could not be confirmed. The observed cell pair voltage abnormality is an additional observation not related to the reported event, which can be attributed to a lifted cell weld. Applicable risk documentation and experience with events of similar circumstances were considered; events involving batteries flashing red when connected to a battery charger are most often attributed to a battery that is out of calibration due to a high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition and cause the battery to flash red when connected to a battery charger. Based on the available information, a possible root cause of the reported event may be attributed to a high max error at the time of the reported event. The returned battery, however, did not exhibit a high max error when analyzed. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging and the indicator on the battery charger displayed a flashing red light. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.